Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that for the past two weeks, the cardiac resynchronization therapy defibrillator (crt-d) has been "sporatic" and there may be "something wrong with the battery" because the patient's heart rate has varied above 90 beats per minutes and then below 40 beats per minute. The patient was encouraged to see the physician for these concerns. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.